Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
It was reported that one day post implant, the patient's right ventricular (rv) lead dislodged near the atrium. The patient subsequently went into atrial fibrillation and was inappropriately shocked due to the atrial fibrillation. It was also noted that there was a lead integrity alert (lia) triggered, one hundred and thirty five sensing integrity counter (sic) counts, and three high rate nonsustained episodes. The lead was revised and the device was reprogrammed. Both the device and lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.